Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the rigid video laparoscope, which is an olympus asset with no reported complaint. During the device evaluation, the fiber bonding in the outer tube area was observed damaged. There was no patient involvement.